Event description:
Meter name: one touch ii. Strip name: one touch strips. Meter code: 6. Strip code: 6. Strip storage: properly. Symptoms: none. A pt reported they were seen by paramedics 2 months ago when pt passed out. Their meter allegedly was inaccurately high. The result on their meter was 490 mg/dl and 500 mg/dl. The result on the paramedics meter was unknown. The time difference between pt's meter and "ER" meter was unknown. Treatment was too much insulin and passed out. No further info has been reported.